Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 60-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an aic (automated impella controller) would not move past the priming screen during a routine purge cassette exchange. The aic was subsequently swapped to resolve the noted issue. There was no patient harm.

Manufacturer narrative:
The investigation into the priming issue has been completed since the original report was filed. The pump was returned for analysis. While the failure mode was not reproduced, there were signs of glucose around the purge and the purge assembly. Glucose drying onto the piston could cause the piston to be unable to move. The cause of the piston block was a glucose ingress. D6a, d6b, d9.